Event description:
Mayfield head frame positioned by surgeons who applied tension to keep in place. Suddenly, tension released on frame without human touch. Surgeons reapplied frame to their specified tension. Suddenly, again, the frame lost tension without human intervention. Three skin lacerations approximately one inch in length noted. These lacerations had to be closed with staples by the surgeon. Another mayfield frame and headpins were used (a plastic frame) which did hold tension and head position for the rest of the surgery. The malfunctioning frame and pins were cleaned and sent to clinical engineering and tagged as defective.